Event description:
It was reported that there was an error in the labeling of the secondary box, as the expiration date on the secondary box differed from the expiration date on the product¿s primary label. The product status at the time of the event was upon removal from the package. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes, updated. A picture was received for evaluation. A picture was returned showing the expiration date on the external box as 2025-07-29 and the internal individual package as 2030-07-29. The complaint of incorrect expiration date can be confirmed based on the returned images. The probable cause is due to a human error during printing of label. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.